Event description:
Vessel sealer was used and then alarmed that the blade was exposed. Manufacturer response for robotic vessel sealer, (brand not provided) (per site reporter): the product was returned to the manufacturer for evaluation.

Event description:
Vessel sealer was used and then alarmed that the blade was exposed. Manufacturer response for robotic vessel sealer, (brand not provided) (per site reporter): the product was returned to the manufacturer for evaluation.